Event description:
Additional information was later received that the day after the revision procedure of this ra lead, the patient with this device experienced an ventricular fibrillation (vf) storm. The device appropriately delivered therapy, but the shocks were unsuccessful in converting the arrhythmia. The device had recorded more than 10 episodes of vf that was treated appropriately by the device. The patient was immediately moved to the intensive care unit of another hospital as they were on the heart transplant waiting list. It was later reported by the second hospital that the patient had died. The cause of death was brain damage as a result of an embolism. There were no allegations against the functionality of this device or that it caused or contributed to the patient's death. The lead will not be returned for laboratory analysis.

Event description:
Boston scientific received information that following pocket closure during the implantation of this right atrial (ra) lead, it was discovered that the lead had dislodged. A revision was performed at a later date and the ra lead was successfully repositioned. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.